Event description:
Unit blows the mains fuse when plugged in. Unit will run on battery power when ad/dc converter is disconnected (cse observed during troubleshooting). Replaced ad/cd converter to correct problem. Unit returned to service.